Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted when an attempt to reposition was unsuccessful due to decrease in sensing and high thresholds.